Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 tractip laser fiber was returned in one piece with tip detached. The fiber measured approximately 318.5 cm from the top of the connector to the break. Exposed glass portion of the distal tip measured approximately 3 mm and was consistent with a fracture, likely as a result of handling during the setup of the procedure. Examination under magnification revealed that the fiber tip was fractured with a portion detached. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on july 1, 2019 that a flexiva 200 tractip laser fiber was used in a flexible ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis 100 watt laser console with laser settings of 1.2 joules and 10 hertz. According to the complainant, during the procedure, after an hour and a half of laser usage the fiber stopped firing. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.